Event description:
On (B)(6) 2013, a reporter for the lay user/ patient contacted lifescan (lfs) (B)(4) alleging the patient¿s onetouch verio iq meter read inaccurately high compared to another device. The customer care advocate (cca) was unable to reach the lay user/ patient for follow-up questions. The following complaint was classified based on information obtained from lifescan customer service. It is not specified when the alleged issue began. Results obtained with the subject meter or the other device were not specified. It is not known how the patient manages his diabetes; however, based on the alleged results, the patient¿s oral medications was reportedly changed to amaryl pills (amount not specified). About 7-8 months after the start of the alleged issue, the patient claimed he developed symptoms. Specific symptoms were not provided. No additional treatment was specified. At the time of troubleshooting, the cca noted the subject meter was set to the correct unit of measurement. The cca was not able to walk the patient through quality control testing. Replacement products were sent to the patient. Despite repeated attempts, the patient could not be contacted for further information. Thus, based on the information obtained at this time, there is no indication that the subject meter caused or contributed to a serious injury and no evidence the patient received medical treatment for an acute complication of diabetes. However, this complaint is being reported because the alleged inaccuracy remained unresolved.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.